Manufacturer narrative:
The customer's complaint that the set leaked at the filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set leaked at the filter while infusing etoposide to a patient. The nurse and patient noted the filter was wet/leaking while the nurse was in the patient¿s room. It was during the 4th dose of etoposide to the patient when it leaked. The typical tubing hang-time is 96 hours, so the tubing is being used for other infusions/medications when not being used for the etoposide. The tubing was changed and no reports of leaking after the filtered tubing was changed. There was no harm.